Event description:
Information was received from user facility via a manufacturer representative regarding a device used for transforaminal lumbar inte rbody fusion. It was reported that the drivers were broken. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product: 5584111, lot: sw19a008 visual and microscopic examination revealed that the tip of the driver was worn. The damage is consistent with anticipated wear over time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.